Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon experienced difficulty using the endo suture system with the five milimeter trocar; the seal was tearing. Part of torn seal was retrieved from the abdomen. The surgeon using the endo suture feels the needle is tearing the seal. There was no consequence to the pt.